Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. While being applied to the stomach, for the first reload, the stapler did not fire. The surgeon could press the green button and squeeze the handle. The instrument locked on tissue and was only able to be removed from the tissue after many tries. For the second reload, it was unable to fire. The surgeon could press the firing button and squeeze the handle. The reload became locked on the tissue and the staple line was incomplete. The device was removed from the tissue after many tries by force. A component of the device broke off, the metal part at the beginning of the device. The malfunction lead to a week extension in patient hospitalization. Tissue in the stomach was damaged and the result was a fistula. The case was completed using new devices and sewing the damaged tissue. The patient is alive.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Several skips were audible in the firing stroke. The instrument was dismantled for visualization of internal components, and sheared teeth were observed on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.